Event description:
It is reported that the surgeon could not get the size 15 femoral stem to fully seat. The surgeon spent 25 mins removing the implant. The surgery was completed with another implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.